Event description:
It was reported that there may have been an issue with the radio frequency transmitter in the insulin pump. The customer's blood glucose was 7.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump information was downloaded properly to carelink and communicated properly with the test remote. No download anomalies were noted. No radio frequency communication anomalies were noted. However, several displayable history failures were found in the alarm history file. Displayable history failure alarms due to a corrupted history file.the insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).